Event description:
After placement into the patient, the ivus catheter stopped transmitting an image. The catheter was removed and replaced without harm to the patient. Manufacturer response for catheter, volcano visions pv .035 (per site reporter) product handled by site.